Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17371. It was reported the is patient could not place the system in MRI mode. Diagnostics indicated that one of the leads had multiple contacts with high impedance. As result, the lead was explanted and the system was able to be placed into MRI mode. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.